Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received a photographic investigation of a device. The photo depicts that the guide wire was bent. The catheter and tunnelers are also in the photo. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the guide wire was bent in numerous places. The catheter was received and appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. A test guide wire was used and passed through the lumen with no occlusion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent guide wire may occur with improper handling during the clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion, guider wire was introduced into the patient's internal jugular vein. When the guide wire passed through the venous tip of the catheter, the guide wire got stuck and didn't came out to the venous line (blue) of the catheter. The guide wire was removed by the hcp (health care professional) with his hand. The guide wire was stuck at the hub of the catheter. Flushing was done as per protocol but nothing abnormal was found during flushing. The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. Chlorhexidine was used as cleaning agent for the device. It was also noted that the previous guidewire and catheter was both pulled off and a new catheter was used to resolve the issue. It was also stated that there was no medical intervention done to the patient and there was no packaging damaged noted. There was no reported patient injury.